Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from 398-471 mg/dl with nausea and vomiting; cause was unknown. As a result on (B)(6) 2023, customer went to the emergency room (ER) due to the elevated bg levels. Customer was treated with intravenous fluids of saline and insulin to address elevated bg. Customer was released from the ER the same day with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.